Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came to clinic for a scheduled post implant follow-up, intermittent post paced and post sense t-wave oversensing (episodes recorded in non-sustained oversensing episodes log for post sensed t-wave oversensing) episodes were observed. Programming changes were made. Patient was asymptomatic and was discharged after normal follow-up in clinic.

Event description:
New information received notes that when an asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed again on the ventricular lead on a stored egm going back to (B)(6) 2017. Device was reprogrammed. The patient was stable throughout the device interrogation.